Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer experienced a low blood glucose event. Customer's daughter called the paramedics. Customer was sitting on the couch unresponsive. The paramedics treated with glucose tablets. The blood glucose reading at the time of the event was 26 mg/dl. Customer refused to go the hospital. The current blood glucose reading is 100 mg/dl. Nothing further reported.